Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant was returned for evaluation. The flared struts on the stent implant were confirmed. The stent delivery system was not returned. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a 2.25 x 08 mm xience prime was opened and the stent implant was not completely fixed on the balloon [bent struts]. The device was not used. Another 2.25 x 08 mm xience prime was used to successfully treat the lesion. As there was no patient involvement, there was no adverse patient effects and no clinically significant delay in the procedure. It was further reported that only the stent implant is returning; therefore, it cannot be confirmed if the stent was loose on the stent delivery system when unpacked. No other information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.